Event description:
Current tgm shows undersensing and intermittent loss or capture on ventricular channel. Variable r wave amplitude measurements." Lead manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).